Event description:
It was reported that the patient received several shocks in vf zone without being effective. Episodes provided were reviewed and showed patient in af with rapid ventricular condition. During interrogation, the device was found in back up vvi mode. The patient was admitted into the hospital and a magnet was placed over the device. The patient expired during the night. The cause of death is unknown. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only proximal portion of the lead measuring 7.3cm was returned for analysis. Electrical tests of the returned piece indicated normal characteristics. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.